Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: ¿ in addition to glue, was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? For one patient, a medical intervention was needed: replace surgical glue. ¿ if medication was required, please clarify if it was prescription strength: no. ¿ can you identify the lot number of the product that was used? No. ¿ what is the most current patient status? Unk. - was dermabond used for skin closure? Yes. - who was informed based on following: "actions: reminder of the instructions for use of dermabond mini glue in the service to ensure the absence of misuse.: the customer used organic glue for more than 8 years, without complications did the sales representative inform the surgeon, or did the surgeon inform the patient? Unk.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In addition to glue, was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Can you identify the lot number of the product that was used? What is the most current patient status? Was dermabond used for skin closure? Who was informed based on following: "actions: reminder of the instructions for use of dermabond mini glue in the service to ensure the absence of misuse." Did the sales representative inform the surgeon, or did the surgeon inform the patient?

Event description:
It was reported that a patient underwent an implantable chamber insertion on an unknown date and a topical skin adhesive was used. Post-op, the topical skin adhesive that was used during the insertion peeled off when the dressing was removed. The patient had to go to the emergency room because this incident occurred at home and the healing was not successful which required the application of a new spot of skin glue. There were no adverse patient consequences. Additional information was requested.